Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Visual inspection revealed a green particle floating in the fluid inside the reservoir. Therefore, the reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a green floating particle was in a ¿balloon¿ of a small volume infusor device. This observation was made during storage before patient use, after compounding it with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.